Event description:
It was reported that the patient presented with lumbago, low back and right hip pain x 3 months with worsening recently. An MRI of the lumbar spine without contrast indicated 'degenerative disc disease with hypertrophic stenosis at l4-5 including some moderate central canal and some mild right proximal neuroforaminal stenosis especially. Additional degenerative changes manifested as arthropathy at l5-s1 and some early degenerative disc disease at l3-4 without neural compression.' The patient presented with a history of severe low back pain and right lumbar radicular symptoms. An MRI of the lumbar spine indicated 'underlying degenerative disc disease which is slightly age accelerated in the bottom four levels, there is a focal disc herniation which is moderately large at l4-5, asymmetric to the right creating moderately severe to severe central stenosis and right-sided lateral recess stenosis. The stenoses, especially at l4-5, are exaggerated by facet overgrowth which is symmetric and bilateral. I do not see any other level of stenosis other than minimal to mild involving the central canal and neural foramina. There is no tumor trauma or instability of the lumbar vertebral elements and no congenital abnormality is superimposed. L4-5 changes are, therefore, felt almost certain to represent patient's right-sided symptomatic etiology.' Patient presented with large herniated nucleus pulposus at l4-5 on the right. The patient underwent hemilaminectomy on the right, med "icalfacetectomy" and foraminotomy on the right, and removal of extruded disc fragment l4-5. There were no noted complications. Pathology report on disc material: 'degenerative fibrohyaline cartilage. No malignancy identified.' At 5 days post-op, the patient presented for followup. Per medical notes, 'he is doing very well. He has had no further radicular pain. He still has some mild postoperative soreness in the lower back, but he has been active.' At 54 days post-op, the patient presented for follow up. 'There is still some tightness in the paraspinal musculature bilaterally, a little bit more on the right than the left, but no discrete trigger points.' At 99 days post-op, the patient presented for follow up. At 148 days post-op, the patient presented for follow up. 'There is some tightness of the paraspinal musculature on the left. There is an exquisitely tender trigger point in the paraspinal musculature just off to the left of the incision, which, in essence, reproduces much of the pain he experiences. There is no tenderness in the sciatic notch. There is a moderate amount of tenderness over the left greater trochanter.' At 173 days post-op, an MRI of the lumbar spine indicated 'moderate spinal stenosis at l4-5 due to a large broad subligamentous herniation extending from right to left but more prominent on the left.' At 295 days post-op, the patient presented for follow up. 'He is having increasingly severe lower extremity discomfort mostly on the right. He is having quite a bit of trouble sleeping at night. At this point, he wants to consider surgery.' At 308 days post-op, an MRI of the lumbar spine indicated 'at l4-5, operative changes are again identified, including persistence of anterior and lateral right-sided l4-5 epidural scar, which extends slightly to the right at l4 root foramen. The right l4 root foramen shows some residual stenosis from facet overgrowth, but this is unchanged in 5 months.' At 319 days post-op, the patient underwent posterior lumbar interbody fusion at l4-5 using sextant posterior instrumentation, interbody device, and rhbmp-2/acs. There were no noted complications. Pathology report on the disc material found 'degenerative cartilage, unremarkable bone and bone marrow. No neoplasm identified.' Patient was discharged on pod 2. 8 days post-op, the patient presented for follow up. 'The wounds are healing well. There is no evidence of spasm. There has been no drainage. He has a bit of a skin reaction to the tape.' At 23 days post-op, the patient presented for follow up. 'He continues to improve.' At 38 days post-op, imaging studies of the lumbar spine indicated 'excellent postoperative alignment is seen at l4-5 from unilateral posterior fusion. Discectomy changes are benign. Mild degenerative changes are superimposed otherwise.' At 50 days post-op, the patient presented for follow up. 'There is tightness of the paraspinal musculature, particularly on the left side the upper portion of the lower lumbar spine.' At 88 days post-op, the patient presented for follow up. Patient has started physical therapy. He is feeling better. At 108 days post-op, x-rays of the lumbar spine indicated 'excellent alignment is seen of l4-5 unilateral pedicle screw fusion on the left.' At 161 days post-op, the patient presented with back pain. A CT scan of the lumbar spine indicated 'status post l4-5 discectomy with two well-positioned transpedicular screws on the left at this level without complication.' At 529 days post-op, the patient presented with persistent lumbago with increasing leg numbness. A CT scan of the lumbar spine indicated 'status post internal fixation left side l4-5, similar in appearance to the patient's prior CT scan. Small spur extending into the left l4-5 foramen, similar in size and appearance since the prior CT scan. There is also relative little fat in the left lateral recess, possibly indicating scar formation. This is also similar in appearance to the 2008 CT scan. Mild degenerative changes to the other lumbar levels. Evidence of a bulging disc at l5-s1, similar in appearance.' At 547 days post-op, the patient presented for follow up. Physician noted 'he would probably greatly benefit from physical therapy. I think that most of his current discomfort is myofascial in nature.' At 568 days post-op, the patient presented for follow up. 'He is doing extremely well.' At 1352 days post-op, the patient presented with lumbar stenosis with lumbar instability. Patient underwent lumbar l4-5 decompression with internal fixation and fusion. Per the surgeon's notes, 'low back pain that radiates down both of his legs and left greater than right, down to the ankle area that worsened over the past three months. He also complains of numbness and tingling in his left foot.' The patient was diagnosed with failure of internal fixation and fusion l4-5 with recurrent bilateral, but primarily left l5 radiculopathy. There were no noted complications.

Event description:
It was reported that the patient was admitted to the hospital for spine surgery to address degenerative disk disease and intractable back pain. The patient underwent tlif approach utilizing an interbody cage and rhbmp-2/acs to fuse l4-l5. Approximately 16 months later, the patient began experiencing a recurrence of lumbar back pain, reportedly accompanied by additional symptoms of weakness and loss of sensitivity alternating between his left and right extremity and retrograde ejaculation. Upon follow up, the patient's recurring and new symptoms were characterized as "myofacial," and "ghost pain" attributable to "usual postoperative changes.'' The physician prescribed physical therapy. The patient's recurring and new symptoms reportedly continued to worsen for the next year. The patient sought a second opinion and thereafter underwent revision surgery. Reportedly, excessive bone growth was removed from the patient's spine during the revision surgery. Following the revision, it was alleged that patient developed ectopic bone growth in and around the area in which the bmp was implanted, and this was causing his pain, weakness and loss of sensitivity in his lower extremities and retrograde ejaculation. It was further alleged that the patient has suffered and continues to suffer pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.